Event description:
The customer reported that they loaded 3 different patient files from 3 different recorders where all three files appear to be the same.

Manufacturer narrative:
The customer reported that they loaded 3 different patient files from 3 different recorders where all three files appear to be the same. On the same day, the philips response center helped troubleshoot the issue with the customer. The customer stated that they had holter application set to load an ECG file rather than download the ECG file from the recorder. This accounts for the customer reported problem. The philips response center explained to the customer the cause of the problem. The customer is now aware of their mistake. We will consider this a user error where the same file was loaded multiple times, and where there was confusion about the source of the files.